Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that she had experienced no medication and having withdrawal and it was not a pretty thing at all. She stated that during the pandemic the pump ran out and she was in the hospital for 2 days. She stated that she lost 3 days of her life because of withdrawal stating that withdrawal was awful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.